Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No radiographs or images were provided to confirm the alleged event. No revision procedure is planned at this time as patient being is reported as asymptomatic.

Event description:
On (B)(6) 2019 a patient underwent a transforaminal lumbar interbody fusion procedure at l3-4 levels. Three weeks post-operative an x-ray revealed that the cage backed out. Patient is reportedly asymptomatic.